Event description:
The customer reported the system displayed a high voltage error message and smelled a burning odor. Then they were unable to make fluoroscopic exposures and the system displayed a precharge voltage error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.